Event description:
Alleged the head section will not run up intermittently and it will drift down about one inch every three minutes. He can also hear the relay clicking.

Manufacturer narrative:
The facility is troubleshooting the issue and has not completed repairs.